Manufacturer narrative:
After further review of additional information received the following sections g4, g7, h2, h3 and h6 have been updated accordingly. A smart flex 7mm x 150mm 120 cm vascular stent had been pre-deployed during preparation. The target lesion was the superficial artery (sfa). The product was stored and handled per the instructions for use (IFU). The product was inspected and prepped according to the IFU. All rx systems (5 and 6f) were packaged with the hemovalve open. The otw, the 5.5f system was packaged with the hemovalve open, and the 6f system was package with the hemovalve closed. The pro rx was packaged in the open position. There was no difficulty encountered flushing the stopcock. There was no reported patient injury. The product was returned for analysis. One non-sterile smart flex 7mm x150mm vas 120cm was received for analysis inside a plastic bag. No original packaging was returned. The valve of the unit was received partially locked/closed. Per visual analysis, the stent of the unit was received already deployed and the stent was returned. A kink was observed along the body/shaft catheter at 2.9 cm from the strain relief. Blood residues were observed inside the catheter. Per dimensional analysis, the usable length of the unit couldn¿t be properly measured due to the kinked condition. A product history record (phr) review of lot 101940 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds) - deployment difficulty - premature/during prep¿ was not confirmed. The findings in the product analysis (several kinks observed on the catheter body/shaft, blood residues inside the catheter and the stent deployed from the unit) are evidence of the unit being procedurally used. The cause of the observed damages could not be conclusively determined during the analysis. The condition of the returned device does match the description of the complaint. According to the instructions for use, which are not intended as a mitigation of risk, ¿after careful inspection of the pouch looking for damage to the sterile barrier, carefully peel open the pouch and extract the stent delivery system from the tray. Examine the device for any damage. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed¿. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot (101940) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 7 x 150 x 120 cm smart flex vascular stent had been pre-deployed during preparation. There was no reported patient injury. The product was stored and handled per the instructions for use (IFU). The product was inspected and prepped according to the IFU. The target lesion was the superficial artery (sfa). All rx systems (5 and 6f) were packaged with the hemovalve open. The otw, the 5.5f system was packaged with the hemovalve open, and the 6f system was package with the hemovalve closed. The pro rx was packaged in the open position. There was no difficulty encountered flushing the stopcock. The device will be returned for analysis.